Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. The patient was in a hospital and wearing the lifevest at the time of passing. It was reported that hospital staff was with the patient. Device download data revealed the patient was treated by the lifevest prior to passing. The lifevest detected an arrhythmia at 10:19:26. The ECG recording shows the patient was in bradycardia at 40 bpm with CPR artifact. The lifevest deployed gel and delivered an inappropriate treatment shock at 10:20:28. The rhythm at the time of the treatment shock was CPR artifact. The post-shock rhythm was bradycardia at 40 bpm with CPR artifact. A second inappropriate treatment shock was delivered at 10:20:59, the rhythm at the time of the treatment shock was bradycardia at 40 bpm with CPR artifact. The post-shock rhythm was bradycardia at 40 bpm with CPR artifact. A third inappropriate treatment was delivered at 10:21:40. The rhythm at the time of the treatment shock was CPR artifact. The post-shock rhythm was CPR artifact. A fourth inappropriate treatment shock was delivered at 10:22:11. The rhythm at the time of the treatment shock was CPR artifact. The post-shock rhythm was accelerated idioventricular rhythm at 60 bpm. CPR artifact contributed to the false detections. An arrhythmia was detected by the lifevest at 10:32:15. The ECG recording shows the patient was in af with nsvt at 160 bpm. A non-treatable rhythm was declared by the lifevest at 10:32:42. Bradycardia was detected by the lifevest at 11:15:27 and 11:15:58. The lifevest detected asystole at 11:17:22. The ECG recording shows the patient was in bradycardia at 30 bpm. At 11:18:27, an arrhythmia was detected by the lifevest at 11:18:27. The ECG recording shows the patient was in bradycardia at 50 bpm. The ECG recording shows the bradycardia degrading to vf for approximately 5 minutes. Motion artifact and varying amplitude prevented the patient from being treated by the lifevest. The ECG recording then shows the vf degrading to asystole. The electrode belt was disconnected at 11:27:17 on (B)(6) 2017. The rhythm at the time of the electrode belt disconnection was asystole. Asystole is considered to be a non-treatable rhythm.